Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017 a 3.5x28mm absorb gt1 bioresorbable vascular scaffold (bvs) was successfully implanted in the distal right coronary artery lesion. On (B)(6) 2017, during follow-up, no issues were reported. On (B)(6) 2018, the patient expired due to unknown causes while at home. There was no recent imaging of the bvs site reported and no autopsy was performed. The family had not provided a cause of death and it is unknown if an autopsy was performed. Per physician, the device relationship to the death is unknown. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of death, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.